Event description:
It was observed that during the device evaluation, the subject device exhibited defective water supply, the flow rate is more than 200ml in 20 seconds. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.